Event description:
The hcp reported the pt was experiencing increased back pain. An MRI of the lumbar/thoracic spine showed a granuloma at the catheter tip. The pump was stopped and the pt was supplemented with oral medication.